Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: thrombus formation due to vadspecific component(s) involved: other component malfunction, specifyadditional text:other component: the overall device was weak; there wasn't malfunction of a specific part.causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : full anticoagulation that had to be minimized with hemorrhagic strokes; vad in fixed mode, set rate.implant device type: lvadmalfunction device type: